Event description:
It was reported that the device did not connect to the cdi 500 during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The module was returned to terumo for investigation and the failure was confirmed. The tantalum capacitor had failed on the device. The unit was repaired and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.